Event description:
Advanced medical optics received a fax from a legal firm, acting on behalf of a pt. The fax claimed that their client experienced chronic macular edema, with reduced capacity for corrected vision in the right eye as a result of complications during a cataract operation. The fax reported that "technical complications arose and the phaco-emulsification machine used to perform the operation broke down."